Event description:
A user facility reported to olympus that the biopsy port section was "swollen." The problem, as reported to olympus, was identified during reprocessing of the device and a patient was not involved in the event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the biopsy port was observed lifted. Additional evaluation findings are as follows: leakage from the channel. Chipped and cracked a-rubber adhesives. Adhesive of distal end defects. The rubber cover of the instrument channel port was noted floating or misaligned. Adhesive crack of the ig bundle part. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the reported issue could be attributed to stress or user¿s handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.